Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient was not careful with their left arm. Upon interrogation, the patient was shocked for crosstalk. It was discovered that the patient's right ventricular lead was dislodged. The physician attempted to re-position the lead, but the screw did not come out due to tissue on the end of the lead. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.